Manufacturer narrative:
The s3 roller pump lacks a protective cover to keep the pump speed control knob from being bumped and changing speed. This happened when the involved pump (10-60-00) was bumped by an x-ray machine cart. However, it must be noted that the pump speed control is the most important and most used control element on a heart-lung machine. These controls must be immediately accessible at any time for the perfusionist to overcome critical situations during cardiopulmonary surgery. A protective cover over the speed control knob would interfere with this required access in emergency situations. As the system should always be under the direct survelliance of a trained operator, the risk of inadvertant action on the speed control knob is considered as low as reasonably possible. Finally, from the operator's manual, it should be noted that the s3 system (and pumps) have not been qualitied for ECMO use or for duration of use in excess of six hrs continously.